Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after feeling short of breath. The device could not be interrogated. No pacing output was seen on the EKG. The device was explanted and replaced.